Event description:
It was reported when using the bd pyxis medstation system the remote manager was not aligned with the fridge door. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not aligned with the fridge door. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.